Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in intermittent comm loss with all devices. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in intermittent comm loss with all devices. They declined to troubleshoot the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: pu-621ra. Serial #: (B)(6). Device manufacturer data: 01/09/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-521pa. Serial #: (B)(6). Device manufacturer data: 10/10/2018, 06/13/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 06/11/2018, 01/05/2022, 04/25/2022, 07/11/2022, 08/30/2023, 06/24/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in intermittent comm loss with all devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (biomed) reported that the multiple patient receiver (org) was in intermittent comm loss with all devices. They declined to troubleshoot the issue. No patient harm was reported. Investigation summary: the device was returned to nihon kohden for evaluation and repair. During evaluation, the reported issue of communication loss was duplicated. The device had an error light, and a diagnostic check indicated a sram-crc-32 error. The cause of the failure was determined to be a faulty cpu board. The device had been installed at the customer's facility in (B)(6) 2015. The hardware fault may have been related to age or accumulated use. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: pu-621ra. Serial #: (B)(6). Device manufacturer data: 01/09/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-521pa. Serial #: (B)(6). Device manufacturer data: 10/10/2018, 06/13/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 06/11/2018, 01/05/2022, 04/25/2022, 07/11/2022, 08/30/2023, 06/24/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.